Event description:
It was reported that, during cleaning process, handle weld came apart and separated. The shaft came apart from the handle. No issues during case since the event occurred after procedure. Therefore, no delay and no backup was needed.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirms the device has fractured at the welded junction of the shaft and the handle. Only the handle was returned for evaluation. The device shows significant signs of wear/ usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. G1